Manufacturer narrative:
The device history records could not be reviewed, as the lot # was unk. The result of the investigation is inconclusive, as no sample was returned. It is unk if pt or procedural factors contributed to this event. Based on the info rec'd the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in icvs with diameters exceeding the appropriate label dimensions specified in the IFU.

Event description:
It was reported that a vena cava filter that was implanted 2 mos earlier had migrated caudally to the bifurcation and was tilted between 35 to 45 degrees. This was an incidental find at a scheduled retrieval appointment. The pt was asymptomatic. No reported injury to the pt. The filter was removed.